Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported the unit lost power after being unplugged from the wall. All breakers were in correct positions. The unit was evaluated by the field service rep (fsr), who found that the batteries were depleted to 1 volt. The device was not changed out. The surgical procedure was completed successful, and there were no delays, blood loss or adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Note: the field service rep (fsr) replaced the batteries and fully charged the unit. The fsr also instructed the user facility on how to charge and maintain the unit.